Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During the 45 day follow up appointment, it was noted via transesophageal echocardiography (tee) that the closure device had migrated proximally. There were no patient complications reported. The physician plans to explant the device at a later date and reattempt with a different size watchman device.